Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen3364 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported triple lumen PICC placed 6/25 in ed and became impossible to push medications. Chest x-ray obtained on 6/27 and PICC tip was seen in the right brachiocephalic region. No external length seen and catheter exchanged dl catheter 2 cm longer.

Event description:
It was reported triple lumen PICC placed 6/25 in ed and became impossible to push medications. Chest x-ray obtained on 6/27 and PICC tip was seen in the right brachiocephalic region. No external length seen and catheter exchanged dl catheter 2cm longer.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter is confirmed and appears to be use related. One 5 fr triple lumen powerpicc solo provena catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was returned in two segments and appeared to have been cut near the 25 cm depth marker. No kinks were found in either catheter segment. A microscopic observation revealed dried blood residue within one of the small lumens of the catheter at the proximal end of the distal catheter segment. An attempt was made to flush each lumen of each catheter segment with a 12 ml syringe of water. All lumens of each catheter segment were found to be patent to infusion and aspiration except the grey lumen of the distal catheter segment, which was found to be partially occluded and became fully occluded as blood residue was shifted during infusion. The product IFU contains suggested catheter maintenance procedures to aid in prevention of residue build-up within the catheter. A lot history review (lhr) of reen3364 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.